Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt was experiencing random beeps which reportedly ceased when the system controller was exchanged. The pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During functional testing of the system controller, no alarm conditions were observed; however, when the black power lead was maneuvered at the connector end during testing the system reported a power cable disconnect alarm. In addition, a low battery hazard alarm was activated when the system was run solely on the black power lead. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the black power lead several inner conductors were compromised. The brown wire that monitors the battery voltage was severed and the yellow conductor that echos the alarms from the system controller on the power module or power base unit was kinked which resulted in the reported random audible beeps. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.